Manufacturer narrative:
After installing the battery the device shows low power sign and no key function due to corroded battery cap contact noted. After replacing battery cap the device functioned properly. Device passed displacement test, self test, a21 error test, off no power test and all operating currents tested within the specific range. No unexpected low battery alarm were noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was turning off on its own without a warning. The customer¿s blood glucose level was 300 mg/dl at the time of incident. Customer stated that they used 6 batteries already. Customer states the insulin pump had battery out limit. Customer reported that they were able to clear the alarm and able to complete rewind. Customer stated that the display was blank, however it was not blank currently. Customer stated the contacts on the battery cap were neither damaged nor corroded and battery cap contacts were neither missing nor damaged. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
After installing the battery the unit shows low power sign and no key function due to corroded battery cap contact noted. After replacing battery cap the unit functioned properly. Device passed displacement test, self test, a21 error test, off no power test and all operating currents tested within the specification range. No unexpected low battery alarm were noted. (B)(4).